Event description:
It was reported that the patient experienced nausea and vomiting. The hcp noted that the pump was empty several days prior to the scheduled refill date when the expected reservoir volume was approximately 3 ml. The drug in the pump was morphine at a concentration of 11 mg/ml and a dose of 5.5 mg/day. The pump was refilled with saline and at following refill, it again appeared to be "outside 20% of 0.5 ml/day delivery". The pump was subsequently explanted and returned to the manufacturer for analysis. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.